Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a "signs of rupture of the left prosthesis with the presence of liquid and silicone between the tissue and prosthetic capsules" and nodular images. The device still remains implanted.